Event description:
After I had a tubal litigation using clips, I have had constant problems which include hormonal imbalance, difficult and painful menstrual cycles and leading up to chronic fatigue, migraines, depression, anxiety, pain and numbness in my legs and feet, and severe abdominal pain. This was my second pregnancy, I had no problems after my first pregnancy.